Event description:
It was reported that the patient died due to problems with the device. The balloon was deflating, and the patient was microaspirating, which contributed to the death. According to the caregiver, the patient aspirated multiple times, ultimately resulting in death by bronchoaspiration caused by a cannula obstructing the airway.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.